Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and an alarm log review was performed. The customer reported issue of ¿failure¿ was identified during functional testing and alarm log review as an f-38 alarm. The cause of the condition was due to the force sensing resistors (fsrs) being out of specification. To correct the condition, the fsrs were replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump had a ¿failure¿. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.